Event description:
It was reported that during the procedure of implanting the right atrial (ra) lead there was p-wave undersensing and was implanted into the ventricle. The next day the lead was reprogrammed and later re-positioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.